Event description:
It was reported that during an unknown procedure, the device broke. The procedure was finished with another like device. No patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.